Event description:
A 58 year old female pt, was undergoing CT scan of lumbar spine on 6/20/95 at approx 2300, when CT malfunctioned. Procedure unable to be completed. The pt was transferred to another hosp for the CT, returned to hosp and then discharged with followup scheduled. A second ER pt was transferred for a CT of the head while the CT was out of service. Service tech responded, x-ray tube replaced. In service on 6/21 at 0200.